Event description:
It was reported that the cot dropped down to the mid position during the unloading process.there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.